Event description:
Customer reported a data error alert 4 occurring after the pump ship date. Blood glucose level was 375 mg/dl at the time of detection. Customer was informed that some history logs might have been erased, but therapy remained unaffected, and they would continue to use the pump for insulin therapy.